Manufacturer narrative:
As of 03/25/2025 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
On the initial report received by aso on (B)(6) 2025, the consumer stated that she used two bandages and had a chemical/burn reaction. On the completed consumer information report (cir) received on 03/07/2025, the consumer reported that treatment was required. Her doctor informed that she had a reaction to the product. The consumer stated that the adhesive burned her skin and that the issue was with the tape area.